Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, reported issue was that the gantry would not open from a closed position after taking a spin. Upon trying to open it would stop at the same position each time. The handswitch may also be experiencing some issues. Technical service informed representative that this was an eogs system, but the system was also owned by msb and resides at an education facility. Inspection shows the system functions intermittently (door open / door close) but the door winch odometer was at 1022 over the limit of 1000 and cannot extend due to a lot of cable snags (grade c). The system squeaks as the door opens and closes, the system had metal shavings near the door slides and missing the teflon on the slides. This system was end of life and should be returned for scrap. Below are the parts needed for this repair only. Handswitch functions normally. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000537, ; product ID: bi71000674, ; product ID: bi71000086, ; product ID: bi71000674, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not open from a closed position after taking a spin. Upon trying to open it would stop at the same position each time. The handswitch may also be experiencing some issues. Technical service informed representative that this was an eogs system.